Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that there was a no image observed. After aeration, image was restored after dried in connector with small corrosion identified. Additionally, the insertion tube was dent and a failed ring gauged noted. There was an instrument channel leak, and the electrical conductivity had no reading. The plastic distal end cover failed due to a crack and burn on the plastic distal end cover. The bending section cover had a crack. The scope connector was wet, the customer label was affected. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope experienced an image problem and the light was not working correctly. The event occurred during the diagnostic procedure. The procedure was completed with a similar device. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
Correcting d4: (B)(4) found in access guide. Correcting g2: health professional inadvertently missed in the initial. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4 and g2 of the initial medwatch. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the biopsy channel leaked and fluid invaded the device during handling of the device by the user. The fluid invasion caused a malfunction of electronic component. As a result, the suggested event occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use. Precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor.¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2:¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3: ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.